Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (specific date not reported). The patient was placed under a general anaesthetic for a surgery to replace the magnet on (B)(6) 2020.